Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer had discarded strips and strip vial prior to contacting manufacturer. Device will not be returned.

Event description:
Customer reported comparing her aviva system to a lab result with results of 250 mg/dl on her meter and 130 mg/dl for the lab value within 10 minutes. No actions taken based on results. No adverse event was reported. A request was made for the return of the strips but customer had discarded strips and strip vial prior to contacting manufacturer. Replacement was sent.